Manufacturer narrative:
(B)(4). Date sent: 6/3/2022. Batch #unk. Additional information was requested, and the following was obtained: could you please confirm if there were two different devices on this complaint? No, there is only one device. One that didn't fire, and other that has high temperature? The device can not fire and the battery temperature is still high after two hours. Or just one with both issues. Only one device. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the power & battery pack temperature. This case is from health authority. It was reported that during the surgery, could not fire. Changed another reload to use, the device still could not fire. Another device was used to complete the surgery. After 2 hours of replacement, the surface temperature of the battery is still relatively high. No additional information could be provided.

Manufacturer narrative:
(B)(4), date sent: 3/9/2023. Additional information revised event statement. Would not fire. It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1.